Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer received unspecified low readings obtained on the sensor which were lower when compared readings obtained on the adc meter. On an unspecified date, customer was hospitalized for 15 days due to low reading issue of the sensor and received unspecified treatment; however, no further information was provided as customer declined to continue troubleshooting. Attempts to gather additional information has thus far been unsuccessful. Sensor reading of 267 mg/dl compared to 380 mg/dl obtained on adc meter was provided; however, it is unknown if these readings were obtained during medical event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer received unspecified low readings obtained on the sensor which were lower when compared readings obtained on the adc meter. On an unspecified date, customer was hospitalized for 15 days due to low reading issue of the sensor and received unspecified treatment; however, no further information was provided as customer declined to continue troubleshooting. Attempts to gather additional information has thus far been unsuccessful. Sensor reading of 267 mg/dl compared to 380 mg/dl obtained on adc meter was provided; however, it is unknown if these readings were obtained during medical event. There was no report of death or permanent impairment associated with this event.